Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer stated their blood glucose (bg) levels were not affected due to the malfunction, but were currently low (below 80 mg/dl) due to not consuming enough carbohydrates for dinner. The customer consumed glucose tablets. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.